Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presyncopal patient presented remotely via merlin. Net. Upon review, it was found that there was pacing inhibition due to the patient's pacemaker over-sensing noise caused by electro-magnetic interference. Multiple episodes of noise reversion and high ventricular rate were recorded. No programming changes were made. The patient was stable.